Event description:
Customer contacted philips healthcare to state they urgently needed service. Their device had a red x and "spades system is not functioning." There is no indication of pt involvement.

Manufacturer narrative:
(B)(4).